Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings being off. The customer's blood glucose level at the time of incident was 360mg/dl. The customer's most current level was 520mg/dl. The customer states they conducted a set change and treated with manual injection. Troubleshoot for the sensor was conducted. The customer was advised the sensor would be replaced and returned for analysis.